Manufacturer narrative:
The patient required revascularization of the target vessel. This is being reported as a follow-up to the clinical study. Cross reference MFR report numbers: 3009784280-2019-00591, 3009784280-2019-00592. Report source: foreign- (B)(6)/ study name: (B)(6)- patient ID# (B)(6). PMA number is not applicable. The device is a non-commercial product with a ce mark that was used as part of a clinical study. During the index procedure, the product worked as intended and the device was discarded, thus no product evaluation was performed. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2016, two stellarex catheters were used to treat the target lesion of the left mid sfa. Approximately 34 months post index procedure, the patient experienced restenosis. A successful revascularization of the target vessel was performed on (B)(6) 2019. The physician indicated this is not related to the device or procedure.